Event description:
Daughter of customer called and stated that her father had a reservoir that released the insulin into the pump. Caller stated that customer when to the hospital because reservoir was full. Fluid in pump t/s per dop. Patient's bg is 252 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used reservoir performed manual prime and high pressure test per (B)(4) and (B)(4) using a newlab infusion set along 5xx pump ran priming in pump reservoir passed per inspection no leakage anomaly was observed during analysis. Checked o-rings/stopper groove for defects and none was found.